Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products : 139259 m2a magnum 42-50m tpr insrt +6 070130. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-02780. Reported event was confirmed by review of operative notes. Revision operative notes stated that the femoral head could not be disengaged from the trunnion as it was cold welded. An extended trochanteric osteotomy was required for removal of the stem. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during a revision procedure the taper adapter was cold welded to stem. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: 157446, m2a-magnum mod hd sz 46mm, 634780. Customer has indicated that the product will not be returned to zimmer biomet for investigation, [product location unknown]. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-00161.

Event description:
It was reported during a revision procedure the head was cold welded to stem. Attempts to obtain additional information have been made; however, no more is available at this time.